Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer stated insulin squirted out of when they tried to do a set change when the motor alarm occurred. The customer also stated that the drive support cap is protruded. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.